Event description:
A hospital in the (B)(6) reported that an rt241 breathing circuit caused an mr880 humidifier to display a heater wire alarm during set up. They further reported that when the circuit was switched out the humidifier no longer alarmed. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt241 adult heated breathing circuit was returned to fisher & paykel healthcare (B)(6) and the heater wire was tested for continuity. Results: the heater wire on the returned breathing circuit did not pass the continuity test. The heaterwire was open circuit and would not heat. Visual inspection revealed no damage to the returned breathing circuit. A lot check revealed no other complaints of this nature for lot 130212. Conclusion: the heater wire of the complaint device was found to be open circuit. We were unable to determine the cause of the open circuit. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit after the breathing circuit was released for distribution. Our monitoring and trending of complaints involving electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of 17 devices per million sold worldwide in the last year to the end of april 2013.